Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a loss of image and image error. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, dry fluid was found inside the scope connector and likely caused the loss of image and image error. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.